Manufacturer narrative:
Insulin pump was received with minor scratches on lcd window, cracked belt clip slot at battery tube threads area and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller stated that they had received a recall notice regarding the accidental button pushing and wanted to check if the customer's insulin pump was one that was affected. Upon checking the model of the customer's insulin pump was part of the safety notification. The caller stated that they wanted the customer's insulin pump replaced. The customer's blood glucose was 213 mg/dl. Nothing further was reported.